Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The ec60 device was received for analysis with no visual non-conformances and with a reload present. The reload was received partially fired and with the pan damaged. A partial fire can occur if the firing sequence is interrupted. The returned reload was loaded into the device and clicked into place as intended. The returned cartridge reload was tested for functionality by resetting and reloading it into the device and it fired, cut and formed all the staples as intended. The reload did not eject from the device. After further evaluation the cut was noted to be jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. While no conclusion could be reached as to how the pan became damage it is possible that the pan became partially dislodge while extracting the reload. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a video assisted thoracic surgery procedure, the gun was used for two firings using a gold cartridge and the gun worked correctly, on the third firing the gun seemed to work correctly but when the surgeon went to take it out, the cartridge had stuck to the specimen and had come out of the anvil housing. The gun came out with no problem but left the cartridge stuck to the specimen. The surgeon had to make a mini thoracotomy to remove the specimen (which he would have done anyway) with the cartridge stuck to it. The scrub nurse said the cartridge was loaded correctly. The gun was then used a fourth time in the open part of the case without any issues and worked correctly. There were no adverse consequences for the patient.